Event description:
It was reported that the trial femoral head was found broken in a warehouse. No procedure-related.

Manufacturer narrative:
It was reported that the trial femoral head was found broken in a warehouse. This case is not procedure-related. The device, used in treatment, was not returned for investigation. Furthermore, no batch number was communicated. Therefore, a thorough complaint investigation could not be conducted. Previous investigations demonstrated that the trial femoral head may disconnect from the stem taper intra-operatively and flaps might bend or break off. If the current issue is related to this failures cannot be determined as no product was returned. In combination with our continuous effort to improve our products, evaluations aimed at optimizing this instrument have been initiated. The performance of the device is nonetheless within the risks, which are anticipated in the risk management documentation of the product, both in occurrence and severity. The continued performance of the device shall be monitored through standard pms review processes. The root cause cannot be established based on the available information. S+n will continue to monitor these devices for similar issues.